Manufacturer narrative:
MDR 9618003-2019-14811 / device 1 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer had an off-centered starter hole. The product was not used. No photo is available at this time.